Event description:
This report is related to the lead that was located in the patient's cervical area. It was reported the patient experienced discomfort at the lead site and headaches. It is unknown when the issues began. In turn, the patient's scs system was explanted. Sjm was made aware of the explant on (B)(6) 2014.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.